Event description:
Patient called alleging that segments were missing on the meter. Patient claims this is a new meter (out of the box). Patient did not seek medical attention or call md for advice. Customer service was unable to resolve the issue and sent patient a new meter.